Event description:
It was reported that the local area representative placed a call to technical services (ts) for a review of the non-sustained ventricular tachycardia (nsvt) episodes and sustained ventricular events of this cardiac resynchronization therapy defibrillator (crt-d). Upon review, it was noted the device delivered anti-tachycardia pacing (atp) and several appropriate shocks due to treating the ventricular tachycardia. Which led to therapy exhaustion. The rhythm persisted after therapy exhaustion. Additionally, it was noted pacemaker-mediated tachycardia (pmts) episodes. Troubleshooting options were discussed and recommended. At this time, the crt-d remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the local area representative placed a call to technical services (ts) for a review of the non-sustained ventricular tachycardia (nsvt) episodes and sustained ventricular events of this cardiac resynchronization therapy defibrillator (crt-d). Upon review, it was noted the device delivered anti-tachycardia pacing (atp) and several shocks due to treating the ventricular tachycardia or sinus tachycardia. Which led to therapy exhaustion. The rhythm persisted after therapy exhaustion. Additionally, it was noted pacemaker-mediated tachycardia (pmts) episodes. Troubleshooting options were discussed and recommended. At this time, the crt-d remains in service and no additional adverse patient effects were reported.